Event description:
Error and event logs rec'd from customer with a report of an incident. Customer stated he does not know if an under infusion or over infusion occurred. The event occurred in the cticu. There was no report of patient harm or medical intervention. Although requested, no further patient or event info was provided.

Manufacturer narrative:
Manufacturer's report date: march 19, 2014. Internal file no: (B)(4). Devices not rec'd, log review only. The customer has requested an event log review. The event logs and data set have been rec'd and the evaluation is pending. A f/u report will be submitted with failure investigation results once the evaluation has been completed.